Manufacturer narrative:
This report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was impact due to the customer dropping a scope on the lid. The IFU contains the following statements that may help detect the cracked lid: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. -the lid is not cracked, broken, or otherwise damaged ." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported a scope was dropped on the lid of the endoscope reprocessor and it cracked. There was no patient involvement associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer on 08mar2021. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided by the customer on 08mar2021. The endoscope reprocessor was not used while it had a cracked lid. There was no leaking associated with this event. There were no patient infections or scopes with positive cultures as a result of the cracked lid. The device is inspected prior to use. No sensors went off for this event.